Event description:
It was reported that during a procedure, the bipolar fenestrated grasper (bfg) instrument broke following an internal collision with another instrument (the blue cable of the bipolar instrument was visibly damaged). The instrument was removed from the patient without any issue. The procedure was continued normally without delays. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy procedure, the bipolar fenestrated grasper (bfg) instrument broke following an internal collision with another instrument (the blue cable of the bipolar instrument was visibly damaged). The instrument was removed from the patient without any issue. The procedure was continued normally without delays. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, h4 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and a provided image. One image was received for evaluation. The image depicted the distal end of a bipolar fenestrated grasper. The cable puck can be seen out of position and the blue energy cable be seen as disengaged. Evaluation of the logs indicated an instance of a difference in commanded and actual jaw angles, triggering an error code for 'motor position limits' as an after effect of the puck dislocation. The system does not log the state of the puck assembly. The use life of the bipolar fenestrated grasper was three hundred and twenty-seven minutes with a use count of three, at the time of the error. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was disengaged and not returned. The blue energy cable was bulging but not disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy procedure, the bipolar fenestrated grasper (bfg) instrument broke following an internal collision with another instrument (the blue cable of the bipolar instrument was visibly damaged). The instrument was removed from the patient without any issue. The procedure was continued normally without delays. There was no injury to the patient.